Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dover silicone catheter. The customer reported that the balloon would not deflate while in the patient, requiring the catheter to remain in longer than it should have.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded. Mansfield qa has requested additional information but no additional information was available, if additional information is obtained the medwatch form will be updated.